Manufacturer narrative:
The strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 11:18 am, the result was 37 mg/dl. At 11:20 am, the result was 348 mg/dl. At 11:24 am, using meter serial number (B)(4) and a different vial of test strips, the result was 316 mg/dl.

Manufacturer narrative:
No product was returned for investigation. No information was provided that would point to a cause for the result discrepancy.